Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the usm3. The system was tested and verified as ready for use. Isi has received the usm3 involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and reproduced the customer reported complaint. The usm3 was tested on an in-house system and failed normal mode as error 319 was triggered. The usm3 was tested on a patient side cart (psc) fixture test platform (pftp) and passed lissajous, sine cycle, brake test, and friction test but failed fiber test. The rolling loop was swapped with a new one and error 319 no longer occurred. The original rolling loop was reconnected and the errors returned. After further investigation, the rolling loop will be replaced as a fix. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed errors maxis and communication errors on usm 3, which eventually turned into error 319 on the usm3 on acc node related to the reported complaint. An event verification confirmed the nephrectomy procedure was performed on the reported event date (B)(6) 2022 on system sk4250. This complaint is considered a reportable malfunction event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the system had a recoverable fault on the universal surgical manipulator (usm3). The customer was using usm 3 when the fault occurred but the customer was able to disable usm3 and continued the procedure with remaining 3-arms. The customer performed a hard power cycle and emergency power off (epo) twice, but the issue continued. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system error logs and discovered maxis and communication errors on the usm3, which eventually turned into an error 319 on the usm 3 axes controller carriage (acc) node. The tse informed customer that usm3 would need to be replaced to resolve the issue. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system was checked prior to use and had no issues. The issue was occurred during the procedure when ports were placed and the procedure was completed using 3 arms.